Event description:
A customer observed negatively biased phyt qc results on the 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: a field engineer visited the site and replaced the immunowash pump and performed other service activities. A precision test yielded results outside of the expected interval. Rerouting of the tip locator wires to assure proper seating of the tip cover restored the analyzer to its intended operation. The root cause of the event was instrument-related.